Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2023-02811 and 1627487-2023-02812. It was reported that the patient's leads had high impedances. X-rays were taken of the leads which showed a slight migration as well as scar tissue build up. No falls were reported. Surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was restored.